Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology at the time of implant was reported to have severe tortuosity in the iliac artery, (90 degree turn). One month post index procedure the patient presented with leg pain. The CT revealed that there was partial occlusion of the right contralateral iliac limb. The occlusion did not extend up to the bifurcated stent graft. There is a kink/bend in the stent graft due to the 90 degree turn in the iliac artery. The physician relined the iliac limb with a 16x16x93e and the blood flow was restored. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (anatomy related, 90 degree angulation in the iliac limb). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related, 90 degree angulation in the iliac limb).